Manufacturer narrative:
Due diligence for additional information was executed. There is no information available yet. The device is returned but a device evaluation is not yet completed, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use there was no connection and the image did not appear.